Event description:
Same as manufacturer's report# 6000093-2006-00675. Tap-it was reported that 172 days after implantation of a three taxus express2 drug eluting stents, an in-stent restenosis occurred. The target lesion was located in the mid to distal left anterior descending (lad) artery. A pre-interventi8on stenosis was not reported. After balloon dilation, 2.5x24 mm taxus stent was deployed in the distal lad. Following angioraphic confirmation of proper stent placement, a 2.75x20 mm taxus stent was deployed overlapping with and proximal a 2.50x24 mm stent. Subsequently, a 3.00x20 mm taxus stent was also deployed proximally and overlapping the 2.50x24 mm taxus stent. Post - intervention results were reported as 'no residual stenosis" and a "timi-3 flow". The vessel was tortuous but not calcified. The patient received heparin, integrilin, angiomax during the procedure. The patient experienced mild chest discomfort during the procedure, but otherwise tolerated the procedure well. The patient was to continue on plavix after the procedure. The patient presented 172 days after the initial procedure with an 70-80% in-stent restenosis in the mid to distal lad. A 3.5x13 mm cypher stent was deployed in the restenosis region. Post-interventions results were reported as "no residual stenosis" and "timi-3 flow." The patient wasdischarged home and is reported to be doing "fine", status: "satisfactory/good."